Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for device check due to not feeling well. Upon interrogation, the device exhibited backup vvi operation. The device could not be interrogated to make any programming changes. Troubleshooting did not resolve the issue. The patient was in stable condition post event. No intervention was reported and no additional information was provided.